Event description:
The customer reported via phone call that the buttons on the insulin pump were unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 173 mg/dl. The customer also reported that the insulin pump's battery life was shortened and that he had been experiencing high blood glucose levels. Customer stated that the night prior to the call, he collapsed due to a high blood glucose level. Blood glucose level at the time of this incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.